Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Installed test mixing pump to cool. Mixing pump was serviced during the pm process. The device underwent pm servicing while in for repair. Serviced the circulation pump. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The coin cell in the control panel was replaced due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the nurse needed troubleshooting alert 113 (reduced water temperature control) on the arctic sun device. The patient temperature was 33.9c, target temperature was 33c, water temperature was 31.7c, flow rate was 2.8lpm, system hours were 6749, pump hours were 6170, chiller temperature (t4) was 4.4c and mixing pump command was 100 percentage. Mis advised nurse would need to send this device to biomed. Per work order update on 05jan2023, the device has a failed mixing pump and recommended the 2000 hour preventive maintenance service. Per additional information received via email on 18jan2023, the device had been received for evaluation. No patient injuries were reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse needed troubleshooting alert 113 (reduced water temperature control) on the arctic sun device. The patient temperature was 33.9c, target temperature was 33c, water temperature was 31.7c, flow rate was 2.8lpm, system hours were 6749, pump hours were 6170, chiller temperature (t4) was 4.4c and mixing pump command was 100 percentage. Mis advised nurse would need to send this device to biomed. Per work order update on (B)(6) 2023, the device has a failed mixing pump and recommended the 2000 hour preventive maintenance service.